Event description:
It was reported that the patient with this implantable pacemaker was having issues with the pacemaker, that patient could feel chest problem around the device. Furthermore, the patient was keeping in touch with the health care team. This device remains in service. No adverse patient effects were reported.